Manufacturer narrative:
The complainant did not indicate if the sample device is available for evaluation. A follow-up report will be provided by 4/3/2020 in anticipation of a response to requests for the device.

Event description:
Please ship no charge replacement product to the following address: (B)(6). *nurse inserted PICC, x-ray taken, syringe on hub of PICC flushing, connected micro-bore extension to hub, and leaking at hub. *per (B)(6)-value analysis --- risk management will notify him if the product may or may not be returned to argon quality. If product is released by risk management, a document will need to be signed prior to release by argon.

Manufacturer narrative:
Argon medical has made three good faith efforts in requesting the return of the device for evaluation. As of the date of this report, the device has not been returned. Without such evidence, the complaint cannot be confirmed. If additional information is received, a follow-up report will be provided. H3 other text : placeholder.